Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the catheter broke in the patient could not be confirmed from the photograph that was provided for investigation. The photo showed a 22g insyte autoguard unit with evidence of use. No damage or defects associated with the manufacturing process could be discerned from the photo. The physical sample was not provided for investigation. Although the provided image and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bc catheter broke during use. The following information was provided by the initial reporter: "catheter broke in patient". How was the patient outcome? ? Are there any clinical signs, health consequences or impact? No. Any adverse event or serious injury reported to patient or health care professional? No. 14 dec 2023 response: no, it didn¿t need to be surgically removed.